Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that e224 error occurred due to cable failure. The e224 error is an error that occurs when there is an abnormality in the communication between the endoscope and the processor. (Instruction manual otv-s400, chapter 9, when an error occurs, 9.2 identifying and dealing with abnormalities). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the camera head displayed error e224 (scope communication error). The issue was found during preparation for use for a laparoscopy for diagnostic/therapeutic purposes. There was a 5-minute delay as a result, and the patient was not under anesthesia at the time. The procedure was completed using another similar device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction in b5 it was found that a faulty cable caused the e224 (scope communication error). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.